Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was alarming for exceeds max total daily dose and the patient was having elevated blood glucose. The patient was difficult to understand and said of the pump that 'it didn't deliver, no warning, something must have been wrong'. There is no indication that the patient experienced an adverse event. This report is made based on the vague allegation that the pump did not deliver with no alarms or warnings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no activity outside normal use observed in the black box history. The patient reported manually switching the am/pm pump time and therefore, the total daily basal deliveries appeared to be high in the pump history on (B)(6) 2012. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, the internal battery was found to be leaking. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.